Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported event. The fse replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue. The device then passed all testing.

Event description:
It was reported that a ventilator experienced a device alert indicating a problem with the display. There was no patient involvement.